Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Investigation needed on two separate cases. Dr. (B)(6) is concerned that the long leg x-rays show the femur in more valgus than the tka application showed us when trialing. Tka case # 2.

Manufacturer narrative:
Reported event: an event regarding inaccurate joint balancing during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 640 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding segmentation failure affecting bone registration. There were other reported event for the listed catalog number ((B)(4)). Conclusion: the session and vp log data from the case was reviewed. An analysis of the implant plan, femur checkpoint values, femur registration values, rio registration and verification values, bone preparation checkpoints values, CT landmarks/patient landmarks, 3d bone model/CT landmarks shift, and bone segmentation was completed. The data at this time shows that all system verification values were within the accuracy tolerance region; no system defect or malfunction is suspected. It has been displayed that taking an x-ray of a slightly flexed knee from a lateral view displays a false valgus alignment.

Event description:
Investigation needed on two separate cases. Dr. Patel is concerned that the long leg x-rays show the femur in more valgus than the tka application showed us when trialing. Tka case # 2.